Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: email address. G1: contact office - first/given name, last name and email address. G1: contact office - manufacturer site - email address. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed, the implant had signs of use. Unable to disengage the bundled mount from the implant. DHR review was completed for the subject lot number 1294746. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1294746 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque/speed during seating. Therefore, based on the available information, a device malfunction did occur. The mount would not disengage from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported that the mount does not release the implant and the implant was removed. Procedure was completed with another implant. Bone type: ii.